Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain. It was also noted that the patient had a cyst.

Manufacturer narrative:
This report is still considered closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 11/24/15- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported hip dysplasia, hip slipping out of socket, metal poisoning and difficulty walking. Medical records and revision surgical report noted large pseudotumor and instability. Labs for metal ions were greater than 7 parts per billion, chromium 8.5ppb and cobalt 17.6 ppb dated (B)(6) 2014. Part/lot updated for stem. The complaint was updated on: dec 10, 2015.

Manufacturer narrative:
Patient was revised to address pain. It was also noted that the patient had a cyst examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified one other report against the 2038175 lot code. Previous review of device history records found no related manufacturing deviations or anomalies. No other reports were found against the 2072392 lot code. The investigation can draw no conclusion with the information provided. Based on the inability to determine a root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. .